Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024. On (B)(6) 2024, an ¿iab optical sensor failure¿ message was displayed on the cs300 pump. Troubleshooting attempts to regain the fiber optic (fo) arterial pressure (ap) signal are unsuccessful. The customer was guided to connect the radial ap source to the cs300 for therapy and disconnect the fo connector. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).